Event description:
Fluoroscopy examination revealed externalized conductor above rv-coil. Electrical values were within normal range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.